Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj coil) pusher assembly; the pusher assembly was kinked approximately 65.5 cm from the proximal end; the embolization coil was inside its introducer sheath and detached from its pusher assembly; the stretch resistant (sr) wire was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device confirmed that the podj coil pusher assembly was kinked. This damage was likely accidental as it was mentioned in the complaint description. Further evaluation revealed that the sr wire was fractured, the proximal constraint sphere was inside the ddt, and the embolization coil was detached from its pusher assembly and stuck inside the introducer sheath. If the device is forcefully retracted against resistance during use, damage such as this may occur. Podj coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podj coil). During the procedure, while advancing a podj coil through a lantern delivery microcatheter (lantern), the hospital technician inadvertently kinked the podj coil pusher assembly and consequently, the coil was unable to advance completely out of its introducer sheath. Therefore, the podj coil was removed and the procedure was completed using a new podj coil and the same lantern. There was no report of an adverse effect to the patient.